Event description:
It was reported that during an arthroscopic procedure on the shoulder, metal flakes were coming off the unit. It was further reported that there was no injury to the patient and a delay of 5-10 minutes occurred.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.